Event description:
It was reported that the customer was hospitalized for dka. The customer did not try to change the set to resolve elevated bgs. The customer was educated on the two hbg rule. No further details.